Manufacturer narrative:
(B)(4). Concomitant medical products: unknown ringloc cup; unknown liner; unknown head. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-00792, 0001825034-2019-00791. Reported event was unable to be confirmed due to limited information received from the customer. An x-ray image was provided and the review identified asymmetric positioning of the femoral head within the acetabular cup, suggesting poly wear. Significant lucency surrounding the femoral and acetabular components suggesting possible osteolysis was noted. No other anomalies were observed. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted in the patient.

Event description:
It was reported that the patient underwent an initial hip arthroplasty on an unknown date. Subsequently, the patient was considered for a revision due to unknown reasons. No revision has been reported to date and the revision was canceled. Radiograph review noted significant radiolucency around the stem and cup, as well as likely polyethylene liner wear. Attempts have been made and additional information on the reported event is unavailable.